Manufacturer narrative:
The reagent lot number was 76516801. The expiration date was not provided. The field service engineer found the sample probe was not aligned and a solenoid valve was clogged. He found whole blood was dripping on the probe and sides. He replaced the sample probe and the valve. He ran mechanism checks, alignments checks, and tested the flow of the solenoid valve which were all acceptable. The analyzer alarm history contained abnormal aspiration (sample pipetter) and sample short errors. These are indicators of possible poor sample quality. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results for qc material and patient samples from the cobas c 503 analytical unit. The samples were repeated on a different cobas c503 analyzer. Sample 1 initial result was 5.1% and the repeat result was 8.5%. Sample 2 initial result was 7.2% and the repeat result was 5.9%. The questionable results were not reported outside of the laboratory. The repeat results were believed to be correct.